Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a bumpy rash under the front therapy pad and left arm. The patient has a history of dry sky and metal allergies including nickel. There was no alleged device malfunction contributing to the irritation. Patient reported that a physician told her the skin irritation was caused by a yeast infection and prescribed an ointment, ketoconzole 2%. Follow up indicated that the ointment helped the skin irritation to improve.